Event description:
On 7/2 pt. Came in, scheduled for a 2-1/2-hour dialysis tx. Weight loss goal 71lbs. Fres dialysis machine set at 68 uf rate. One hour into tx pt dropped his blood pressure. One liter nss given, uf turned down to .3. After 50 minutes, when staff was unsuccessful in rasing his blood pressure his tx was terminated. Emtb was called and pt was transferred to hospital. That same afternoon pt returned to unit blood pressure was stablized at hospitaldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.